Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that a lordotic oblique inserter broke at the tio during insertion. The tip of the inserter shaft remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the inner shaft, it was observed that the distal tip was fractured immediately proximal to the threaded component. Analysis of the fracture face indicates that the failure likely occurred in torsion. Due to the rigidity of titanium cages, impaction/rotation forces during implantation are directly applied to the inner shaft. Rotation of the implant while engaged to the inner shaft may compound forces at the joint of the threads

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a lordotic oblique inserter inner shaft broke at the tip during insertion. The tip of the inserter inner shaft remains in the patient.